Event description:
A report was received that a pt was experiencing discomfort at the pocket site. The pt is scheduled to undergo a revision procedure to move the pocket site to a more comfortable location.